Event description:
It was reported to philips that the flexvision screen froze due to network communication loss on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the flexvision pc software and tested the system, confirming the issue was not reproduced. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).